Event description:
The customer reported the system was displaying a high ma error code after fluoro, and a temperature sensor error code. No pt injury was reported.

Event description:
Reporter alleged she attempted to test on the aviva system when she was feeling symptoms of low blood sugar, but couldn't get a result due to an error message (code expiration - wrong code key used). Reported stated that her daughter obtained a second aviva meter, which obtained a reading of 89 mg/dl. Reported stated that emts were called and they obtained a reading of 30 mg/dl on their meter. Emts treated the reporter with orange juice. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and a replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch form is for aviva meter 1. Please see (B) (4) for aviva meter 2.